Manufacturer narrative:
The hospital called and cancelled the field engineer dispatch for this issue. The reported fault disappeared without any intervention required.

Event description:
The hospital reported that during a power outage the unit lost the ability to mechanically ventilate and no alarms occurred. No report of patient involvement.